Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient showed up in the clinic on (B)(6) 2019 and reported that about a week ago, their symptoms had returned and they had picked up their kids up off the ground and felt a pop in their battery pocket. Upon examining, the battery had migrated from the incision line and the doctor believed it had flipped. The doctor planned on revising the pocket and re-suturing the battery to the fascia. It was noted that they could not communicate with the battery using the clinician programmer. The revision was scheduled for (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They stated the patient had the total implant removed because they did not like it and wanted it out. No further patient complications were reported as a result of this event.